Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 3 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct relationship between the device and the reported infection could not be determined. Driveline, local, and pump pocket are listed (in the hm3 IFU) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 to an outside hospital with signs and symptoms of driveline infection. On (B)(6) 2018, the patient was transferred to the reporting hospital. The workup demonstrated positive blood and wound cultures. There was radiological evidence of a driveline infection. The patient was given 6 weeks course of parenteral antibiotics which included vancomycin, piperacillin/tazobactam and daptomycin. No additional information was provided.